Event description:
Philips received a complaint by the customer on the v60 indicating that the device was unable to be mounted to the roll stand. It was reported there was no patient involvement at the time the issue was discovered.it was reported that the device was unable to be mounted to the roll stand. The customer stated the central processing unit (cpu) cover tray rivets was broken and required a replacement. The customer requested the part number of the cpu cover tray and thumbwheel screws to order and replace. The investigation is ongoing.